Manufacturer narrative:
A1) there was no patient involved in the reported event. One cadd solis vip pump was returned for investigation due to a reported over-infusion. The device was received in "good" condition and the keypad and labels were intact. A device history review, DHR, was performed subsequently to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. There was no evidence of the reported issue in the event log to support the reported problem. An accuracy test was performed to duplicate the reported problem. The reported problem was duplicated with test results of +5.69, +4.69, and +1.71 all within the published customer spec of +/- 6.0%, but two were outside the internal spec of +/-3.0%. The cause was due to the the expulsor being out of calibration. The expulsor was trimmed to being it closer to nominal spec. Aware date of investigation was 12 aug, 2020.

Event description:
Information received indicating that the cadd solis vip pump was over-infused medication. No adverse effects reported.